Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa nano meter, compared to a lab, within 10 minutes: 23.6 mmol/l on performa nano meter and 9.3 mmol/l at the lab. Customer was in the hospital for other medical condition. Requested return of the alleged device for evaluation and replacement was provided.